Event description:
It was reported that a pt experienced a morphine overdose with the following symptoms: difficulty walking, dizziness, drowsiness, flu-like symptoms, hypotension, leg weakness and nausea. The caller stated that these symptoms began approx 1-2 hours after the pt's pump refill; the pt was home at the time. The pt was advised to go to the emergency room (ER) to have her symptoms monitored and her overdose-related symptoms addressed, until an hcp familiar with pumps, who had a clinician programmer, was available; her hcp was off (B)(6). It was further stated that the pt was concerned about making the 50 mile trip to the ER, because she felt so sick. Per the reporter, there was no mention of the pt's medication having been changed. The medication concentration and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).